Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the surgeon that the screw migrated out of plate clavicula, no further information available.

Manufacturer narrative:
The reported event that a locking screw variax full thread 3.5 mm was alleged of issue s-41 (poor fixation) in a superior plate - increased curvature variax clavicle 8 hole / left could not be confirmed, since no x-rays have been provided. Based on the investigation, the root cause was attributed to a user related issue. The plate has been received evidently damaged. Visual inspection on the circular holes showed that the lip inserts have been plastically deformed. The anodization is missing. Additionally, indentation marks in the two oblong holes are present. The placement of screws type in the mentioned holes is unknown. According to the operative technique vax-st-16 rev 1 variax 2 clavicle op tech ''only non-locking screws may be placed in the oblong holes of the plate." The screws were received plastically damaged: all of them (6 items) showed plastic deformation on both the head thread and on the adjacent body thread. Dimensional inspection on the locking screw length indicates that the devices were according to specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by the surgeon that the screw migrated out of plate clavicula, no further information available.